Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported alarm was heard, but telemetry was not yet performed. It was noted that the personal therapy manager (ptm) showed code 8474 meaning pump reset. It was noted troubleshooting could not be performed due to lack of access to product. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-29 reported the patient's pump will be replaced next week. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump was replaced the day of this report and would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) and manufacturer representative (rep) reported the hcp called and reported 8474 error code on personal therapy manager. The patient was in the emergency room. The rep later reported the logs were checked and showed a reset, low battery reset, and safe state on (B)(6)2017. The patient was receiving morphine 52mg/ml and dose was programmed to minimum rate mode now. No further complications were reported/anticipated.